Manufacturer narrative:
The device was received by depuy synthes. Reliability engineering evaluated the device, and the reported problem of the front bearings were damaged was confirmed; distal bearing of the attachment was damaged and would not allow a cutter to be inserted. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the device. No additional information is available. Ref: (B)(4).

Event description:
Report received form (B)(6) stating that the "front bearings are broken." The device was being used in surgery. There was no user or pt injury reported. It is unk if there was a delay in the surgical procedure. No additional information is available.